Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022 during a spinal fusion (l4/5) for treating lumbar spinal canal stenosis on, when the surgeon tapped the funnel with a plastic hammer, it caused the component in the triangular pyramid shape to break. The procedure was completed successfully with a replacement without surgical delay. The patient had no adverse effect. No further information is available. This report is for one (1) concorde bone funnel 8mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.